Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up properly and that it had some structural issues. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not boot up properly. As a result the link electronic module (lem) circuit board was calibrated, the hard drive was reconfigured and the software was reloaded. It was also noted that the tabs on the power cord bay door were broken and the power supply and system fan were noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.